Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging as casing/condition issue with moisture ingress behind the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: on examination, the pump case was cracked within the ¿u-groove¿ section. A leak test was performed revealing a leak at the case crack. The pump was opened for investigation and revealed moisture on the printed circuit board.